Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on an unknown date. According to the complainant, approximately 2 to 3 months post-procedure, the patient experienced a varying degree of buttock pain. The patient is reportedly in stable condition. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).